Event description:
It was reported that a malfunction alarm occurred. There was no reported impact to the customer's blood glucose level as the customer declined to provide their bg at the time the issue was noticed. The customer was instructed by technical support to use multiple daily injections (mdi) as a backup therapy to ensure continued insulin delivery. Technical support arranged for a replacement.